Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that on (B)(6) 2014, it was noted that the front connector on the device was broken. It was unknown if a patient was involved. There were no adverse patient consequences reported.